Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:" on the event of anastomosis, suddenly the suture got snapped" please clarify: did the suture break or needle pulled off? Procedure date? How was case completed? Any adverse patient consequences and what medical/surgical intervention was performed to manage them? Are samples being returned for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, on the event of anastomosis, suddenly the suture got snapped. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: it was reported:"on the event of anastomosis, suddenly the suture got snapped" please clarify: suture got snapped at the swaging point. Did the suture break or needle pulled off? Suture got snapped at the swaging point procedure date? On (B)(6) 2021. How was case completed? Procedure successfully completed. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? No. Are samples being returned for evaluation? Device/suture discarded by the hospital. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.